Event description:
The customer reported to baxter (B)(4) of an interlink set with filter where the filter would not fill. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The sample was evaluated and the reported issue of no flow was not confirmed. The root cause was determined to be an user error. A batch review was performed on the reported lot and no deviations were found. No additional information is available.